Event description:
Anestheologist reported that, prior to intubating a pt with the product in question, the nurse anesthethists reported that one of the electrode lead wires was not in the cuff channel. The event was reported by the user in 2004, and was determined during the subsequent investigation to be a non-reportable event per our decision tree. However, due to additional events reported to the company involving products of similar design, we have decided to report this event as a product malfunction.